Manufacturer narrative:
Terumo has received the actual device; however, terumo is still investigating this issue and will be submitting a follow-up report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the shunt sensor leaked. The product was changed out. There was no pt involvement. The surgery was not delayed and was completed successfully.